Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported there was a positioning issue with the placement of the impella cp. Reportedly the impella was placed on the 0.018 wire and advanced into the left ventricle apex with ease. The wire was removed and the impella was turned on auto, the pump migrated a little deep and started to cause ectopy. The cp was pulled back to a shallower position and the ectopy stopped.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.